Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in the hospital after a syncopal episode. Upon interrogation, it was discovered the implantable cardioverter defibrillator allowed a sustained ventricular tachycardia to occur without delivering high voltage therapy. Programming changes were implemented. The patient was in stable condition upon leaving the hospital.